Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. F10/h6: clinical signs code grid: corrected. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The device was not returned, therefore it cannot be confirmed that the device met specification. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, good faith efforts have been exhausted in response to a request for further information and the limited information available does not indicate a need for escalation of the event to the senior managements. As the as reported events are known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that after 3rd pass of thrombectomy procedure, the control shows a rupture of the left pca (posterior cerebral artery) and a migration of the embolus in the right pca. Post-procedure CT (computed tomography) scan showed extravasation of contrast medium in p1p2., indicating subarachnoid bleeding per procedure, without significant intraventricular hemorrhage or hydrocephalus. The patient was transferred to the intensive care unit for further management. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that after 3rd pass of thrombectomy procedure, the control shows a rupture of the left pca (posterior cerebral artery) and a migration of the embolus in the right pca. Post-procedure CT (computed tomography) scan showed extravasation of contrast medium in p1p2., indicating subarachnoid bleeding per procedure, without significant intraventricular hemorrhage or hydrocephalus. The patient was transferred to the intensive care unit for further management. No other information was provided.